Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a request was made to have data from this subcutaneous implantable cardioverter defibrillator (s-ICD) analyzed to better understand the rhythm. Technical services (ts) noted during an untreated episode on (B)(6) 2025, two different morphologies are observed: one m-shaped with very small amplitude and, therefore, a very low r/t ratio. Another morphology is observed two complexes later: the amplitude is rather good, but the r-wave is very wide with a smaller t-wave, and triple counting is sometimes seen with this second very wide morphology. During a treated episode on (B)(6) 2025, this second morphology was observed, and an inappropriate shock was delivered due to triple counting. Ts also observed a smart pass episode due to a pause of 14.8 seconds. Ts recommended checking if this patient has bundle branch blocks (or if the different morphologies of the r waves are of ventricular origin), checking if the patient needs cardiac pacing treatment (due to the observed greater than 14 second pause), and checking if other sensing vectors have better detection to avoid double or triple counts. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
With all the information, boston scientific concludes the reported clinical observation of inappropriate shock is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). A review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The s-ICD remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This s-ICD remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that a request was made to have data from this subcutaneous implantable cardioverter defibrillator (s-ICD) analyzed to better understand the rhythm. Technical services (ts) noted during an untreated episode on (B)(6) 2025, two different morphologies are observed: one m-shaped with very small amplitude and, therefore, a very low r/t ratio. Another morphology is observed two complexes later: the amplitude is rather good, but the r-wave is very wide with a smaller t-wave, and triple counting is sometimes seen with this second very wide morphology. During a treated episode on (B)(6) 2025, this second morphology was observed, and an inappropriate shock was delivered due to triple counting. Ts also observed a smart pass episode due to a pause of 14.8 seconds. Ts recommended checking if this patient has bundle branch blocks (or if the different morphologies of the r waves are of ventricular origin), checking if the patient needs cardiac pacing treatment (due to the observed greater than 14 second pause), and checking if other sensing vectors have better detection to avoid double or triple counts. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service.